Event description:
It was reported that balloon rupture occurred. The 80% stenosed target lesion was located in the mid left anterior descending artery. A 2.50mm x 20mm emerge balloon catheter was advanced, but failed to cross the lesion. However, when the balloon was inflated, the balloon ruptured. The procedure was completed with another of the same device. There were no patient complications reported and the patient was stable. It was further reported that the target lesion was severely calcified. The balloon ruptured during the third inflation at 18 atmospheres for 10 seconds.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of an emerge balloon catheter. The shaft, hypotube, tip and balloon were microscopically and visually examined. There were numerous kinks. There was contrast in the inflation lumen and balloon. The balloon was loosely folded. The device was soaked in a water bath for one day to loosen the blood and contrast in the device. The device was prepped with an inflation device filled with water and connected to the inflation port to inflate the device. No issues were detected. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that balloon rupture occurred. The 80% stenosed target lesion was located in the mid left anterior descending artery. A 2.50mm x 20mm emerge balloon catheter was advanced, but failed to cross the lesion. However, when the balloon was inflated, the balloon ruptured. The procedure was completed with another of the same device. There were no patient complications reported and the patient was stable. It was further reported that the target lesion was severely calcified. The balloon ruptured during the third inflation at 18 atmospheres for 10 seconds.

Event description:
It was reported that balloon rupture occurred. The 80% stenosed target lesion was located in the mid left anterior descending artery. A 2.50mm x 20mm emerge balloon catheter was advanced, but failed to cross the lesion. However, when the balloon was inflated, the balloon ruptured. The procedure was completed with another of the same device. There were no patient complications reported and the patient was stable.